Event description:
Related manufacturer reference number: 3006705815-2022-15332. It was reported during a lead migration surgery (manufacturer report number: 3006705815-2022-15329, 3006705815-2022-15330) on (B)(6) 2022 as the leads were being explanted the physician reported a csf leak. A blood patch was provided, and the patient¿s headache resolved. Surgical intervention took place wherein the system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.